Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient smelled insulin under his shirt, and then he discovered a leak coming from under the adhesive pad. Patient alleged this was due to a fault in the infusion set. No adverse event reported. Device not available for return.